Manufacturer narrative:
Correction: PMA number was erroneously placed in the "ind number" section, when it should be placed in the "PMA/501(k) number" section. Entered PMA number in it's correct spot. The impella cp and data logs were returned for evaluation. The device was visually inspected and noted to have a broken blade. Review of the device's data confirmed multiple suction alarms with a momentary motor current spike. Thereafter, the pump did not ramp up linearly as intended. Simulated use testing in a basin of water successfully reproduced low pump flows reported. A review of the DHR was conducted and found no manufacturing issues or reworks associated with this pump lot. There are no other complaints related to this failure mode associated with pumps in this lot. The root cause of the low flow was a broken impeller blade. It is unknown how the blade was damaged.

Manufacturer narrative:
The impella cp was received and an investigation is in process. A supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported an (B)(6) year old male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp. The device was inserted into the patient's left femoral artery without and reported issues. The device failed to achieve flows over 2.8 l/min, despite adequate filling pressures and multiple repositioning attempts. Despite flow issue, successful hemodynamic support was achieved without replacing this device with no adverse impact to the patient. Upon receipt and inspection of the device, damage to the device's impeller blades was identified.